Event description:
It was reported that the catheter leaked. A 1.75mm rotapro was selected for use. During the procedure, the catheter leaked saline from the bottom of the burr. The procedure was completed with another of the same device. No patient injury was reported.